Manufacturer narrative:
Patient code: (B)(4) - secondary surgical intervention, explant. Word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2 mm micl13.2, -13.5 diopter, implantable collamer lens in patients right eye (od) on (B)(6) 2018. The lens remained folded and when it unfolded, the haptic were in the ac angle (lens flipped), the surgeon was unable to view the orientation dot of lens. On (B)(6) 2018 the lens was removed and a same type model and length lens was implanted. Patient is doing very well.

Manufacturer narrative:
Device evaluation: lens was returned in vial, in liquid. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
(B)(4).